Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during the load process. A new cartridge was successfully loaded to address the event. Blood glucose was 116 mg/dl.